Event description:
Pt reports stimulator not working after leaving a store. Further follow up with physician reveals pt was seen approx one week following the event. The ipg was working and the pt left the office with no complaints. The device remains implanted and is functioning properly.